Manufacturer narrative:
Resident was in active decline before the incident occured.

Event description:
2 cnas were moving a resident from a tub to a wheelchair with a sling and smart lift. The cnas hooked the sling up to the hanger bars and lifted the resident. The cnas turned the resident in the lift by guiding the legs. The resident was moved 2-3 feet towards the wheelchair, and one of the loops by the legs came off the hanger bars, and the resident fell. The resident had a laceration on the head and a fractured humorous. The resident was taken to the ed (emergency department) for staples to the head and was taken back to the hospice department.